Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or blank display noted. Unit was received with cracked reservoir tube lip and stained address/serial number label. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. The sensor calibrated the bg correctly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump hade blank display and failed battery test . Customer's blood glucose was unknown at time of incident. Customer declined to troubleshoot and advised to monitor the pump after new battery insert, call back if issue persists. Insulin pump will not be return for analysis.